Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield separated from needle with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: it is reported that eclipse safety shield separated from hub prior to use.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub / collar separation with the incident lot was observed. Additionally, testing of the customer samples was performed and hub / collar separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that the safety shield separated from needle with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: it is reported that eclipse safety shield separated from hub prior to use.